Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: during testing, the load step malfunction was duplicated. The pump gave a no cartridge detected warning at the load step. The force sensor calibration was found to be out of specification. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Evidence of moisture was observed inside the battery compartment and on force sensor inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that the pump was pushing out insulin during the load step. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.